Event description:
During the periodic programming history review, it was found that a faulted system diagnostic test occurred which caused an unintended change in the patient¿s vns settings. The settings were not corrected at the time of the event. No adverse events have been reported as a result of this occurrence.